Manufacturer narrative:
It was clarified that the device does not have a malfunction as the user wanted to know about the instrument operation. A manual was sent.

Event description:
It was clarified that the device does not have a malfunction as the user wanted to know about the instrument operation.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The issue was reported to philips because of "poor contact." No module specified, replacement parts specified. There was no specific reported malfunction for the device. There was no report of patient involvement.